Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020.

Event description:
Customer reported via phone call that the insulin pen is not dispensing insulin. Customer stated the screw would retract when dialing a dose. No harm requiring medical intervention was reported. The device is expected to return for analysis.